Event description:
This spontaneous case was received on 03-oct-2014 from the sister of (B)(6) year old female patient. The patient's medical history and concomitant medications were not reported. On an unknown date in 2014, the patient started treatment with restylane l, underneath the eyes and nose, in the form of hyaluronic acid and lidocaine injection, for aesthetic injections. The batch number used was not reported. On an unknown date, subsequently after restylane l administration, the patient experienced "swollenness around the injection sites". The patient also indicated that she felt pain whenever she touched the left side of her face. The patient denied experiencing any other side effects. Additional information was received on 03-oct-2014 from a physician assistant: reporter stated that the patient presented with a hard mass, swelling and redness under one eye. The patient was started on a course of an antibiotic drug on (B)(6) 2014 as directed by the patient's plastic surgeon, but the event became worse on (B)(6) 2014. The patient consulted her plastic surgeon and was referred to the emergency room on (B)(6) 2014. The patient was not being admitted to a hospital. No additional information was available at the time of the report. The outcome of the even twas not recovered. The reporter causality assessment was possible. Additional information is not expected for this report.